Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the wrench did not click after many turns and the operator was not able to fix the rv defib connector properly. It was noted that the lead connector was easily removed when pulled back. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.